Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) was conducted in comparison to a control ins. It was reported that ¿both devices functioned properly throughout the duration of the test at body temperature. Both devices were set to the parameters the explanted device had when received for analysis.¿ it was further reported the ins was ¿functionally okay¿ and had ¿insignificant anomalies.¿

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0222763v, implanted: 2002 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3387s-40, lot# v236136, implanted: 2009 (B)(6); product type lead product ID 7438, serial# (B)(4); product type programmer, patient product ID 7482a40, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the device spontaneously turned on and off over the past "two to three months." The patient was educated by the physician to avoid electromagnetic interference (emi) sources but the problem did not resolve. A battery reading of 3.72 indicated it was still operating with sufficient battery life remaining. The patient was on a low voltage, 2.1, setting and impedances were normal. The device was consequently replaced. At the time of the report the patient was alive with no injury. Three days later it was reported that the patient had not reported any accidental device turn offs since the replacement.

Event description:
It was reported that the implantable neurostimulator (ins) turned off on its own. The patient used the programmer to turn the ins back on. It was unknown which ins caused the problem. The start date of the issue was unknown. The patient experienced a loss of therapeutic effect intermittently. It was later reported that stimulation turned off ¿for no reason¿ and the patient had a return of symptoms. There was no electromagnetic interference (emi) or known reason for the device to turn off. The activations were checked and there was only one listed. The patient reportedly pushed the on button and not the status button when checking the ins. The ins was checked and the status was ¿ok.¿ the battery voltage was noted to be at 3.74 volts (2.1 volts, 60 microseconds, 130 hertz, therapy impedance of 598 ohms, longevity estimate of 77 months). The reported thought the impedances were ¿suspect¿ for an intermittent connection and the manufacturer representative was to recommend an x-ray by the neurosurgeon (c/o 1173 ohms, c/1 731 ohms, c/2 598 ohms, c/3 665 ohms, 0/1 1099 ohms, 0/2 1340 ohms, 0/3 1416 ohms,1/2 745 ohms, 1/3 903 ohms, 2/3 722 ohms). Additional information received reported that the cause of the event was unknown. The patient was reprogrammed (B)(6) 2013. The settings were decreased and then the ins was turned off. After 3 minutes, the ins was turned back on with no change to voltage reading. The healthcare provider (hcp) referred the patient to investigate further and the appointment was scheduled for (B)(6) 2013. The patient had an increase in tremor when the ins was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up information received from the healthcare professional (hcp) confirmed that the ins was intermittently shutting off. X-rays were taken in (B)(6) 2013 (no results reported) and multiple interrogations were performed. Hospitalization was not required for the event. Patient symptoms of tremor relapse were noted and it was noted that the event was on-going. If additional information is received, a follow up report will be sent.